Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose level. The customer¿s blood glucose level was 343 mg/dl and 50 mg/dl at the time of the incident. Customer stated other blood glucose value was 100 mg/dl to 150 mg/dl, 250 mg/dl. Customer was treated with bolus for high blood glucose. Customer was using auto mode. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.